Event description:
It was reported that a malfunction alarm occurred. The malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 216 mg/dl.